Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the report event was confirmed as a faulty cable unit was discovered. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head was displaying a degraded image. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. In this case, it is presumed that due to the handling of the user, unexpected stress was applied to the cable and the cable unit failed, so the image did not appear and the scope communication error b30 was displayed. Olympus will continue to monitor the field performance of this device.